Manufacturer narrative:
One nt 2000ix neurotherm rf generator was received for evaluation. The nt generator was connected to an external power source and powered on successfully. During stimulation testing port 1, temperature was observed to be 20°c lower than the other ports. The temperature shown on the screen was out of calibration. After replacement of a temperature board the generator functioned as intended. No additional findings were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a faulty temperature board that required replacement.

Event description:
During a procedure, when the electrode was connected to port 1 the temperature would only increase to 70 degrees. The issue was not experienced with the other ports. The patient was already prepared for the procedure but the case was cancelled. There were no adverse consequences to the patient.